Manufacturer narrative:
H.3 eval summary-the ICD would not communicate when rec'd. Failure analysis indicates that the ICD has latched into a state where a clock signal was operating in a continous mode. With the clock in this mode, telemetry and other functions of the device were not operating correctly. The battery voltage was near the replacement indicator most likely as a result of the higher than normal current caused by the clock running continuously.

Event description:
On 4/3/97, the patient received a shock. On 4/4/97 the physician interrogated the ICD and observed the following anomalies; the serial number and header type info had changed. The ICD had reset on 4/3/97. The battery voltage read>3.2 volts during a follow up on 1/14/97 but now read 2.75 volts. The diagnostic summary showed aborted charges and erroneous shocks and the electrogram storage parameters appeared to be erroneous.the ICD was explanted on 4/14/97.